Manufacturer narrative:
This was reported thru medwatch - (B)(4). Full UDI is not available due to missing lot number information.

Event description:
It was reported that during taking blood pressure the device would not inflate at the user facility. Attempts are being made to obtain additional information from the user facility.

Event description:
No new information.

Manufacturer narrative:
Correction: d9. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.